Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. The customer was unable to self-treat and was treated with fruit and sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. The customer was unable to self-treat and was treated with fruit and sugar provided by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with a retained strips. Visual inspection was performed on the returned reader and damage was observed. Reader did not powered on with button depression, strip or usb cable insertion. Reader was connected to pc and masterm, however did not recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased returned reader and cracked usb track was observed. The returned battery voltage was measured. Pressure was applied to the cpu (central processing unit) while returned reader was placed in the test fixture. The reader did not powered on. Battery was replaced with known good battery and attempted to powered on reader; reader did not powered on. Reader was placed into the reader pcba (printed circuit board assembly) fixture along with known good battery and pressure was applied to the cpu. The reader did not powered on. An extended investigation was performed on the reader. Visual inspection was performed on the returned reader and crack was observed on the case. The reader did not powered on with the button depression, strip or usb insertion. The reader did not charged and unable to recognized by the pc and masterm when connected. The reader was de-cased and visually inspected the pcba and damage usb port was observed. No other issues were observed with the internal components such as liquid contamination, missing components or a short between components and the pcba identified. The returned battery voltage was measured and not within specification range. The returned battery was replaced with known good battery and the reader powered on. It has been determined that the cause for the customer complaint was poor connection to pcba caused by damage to the usb port, as the reader battery did not charge. It was determined that the root cause is a poor connection between the usb port pins and the pcba. Therefore, this case is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. The customer was unable to self-treat and was treated with fruit and sugar provided by caregiver. There was no report of death or permanent injury associated with this event.